Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) but was returned to olympus france (ofr) for evaluation. The subject device had been reprocessed with a non-olympus automated endoscope reprocessor, wassenburg, using peracetic acid at the user facility. Ofr sent the device to a third party laboratory for microbiological testing. As a result of multiple microbiological testing, following microbes were detected from the sample collected from the all channels of the subject device. [First time; (B)(6) 2021] - gram positive bacteria (1 cfu/endoscope). [Second time; (B)(6) 2021] - coagulase negative staphylococci (1 cfu/endoscope). [Third time; (B)(6) 2021] - coagulase negative staphylococci (1 cfu/endoscope). Ofr checked the subject device and found that there were few scratches inside the instrument channel. Ofr replaced the instrument channel port of the subject device for preventive maintenance. After the repair, ofr sent the device to a third party laboratory for microbiological testing again. As a result of the testing, no microbe was detected from the sample collected from the all channels of the device. The testing result cleared the french guideline. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation.the exact cause of the reported event could not be conclusively determined at this time.if additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. [First time; (B)(6) 2020] all channels: micrococcaceae (4 cfu)6 [second time; (B)(6) 2020] all channels: coagulase-negative staphyloccocci (1 cfu). [Third time; (B)(6) 2020] all channels: pseudomonas oryzihabitans (2 cfu). Other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.